Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Right side crossbrace is broken where the seat upholstery attaches to it.